Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Date of occurrence: (B)(6) 2023. Description of facts: tiny plastic dust or shavings on syringes unused and discarded material. Consequences observed: equipment unusable, loss of staff time.

Manufacturer narrative:
Follow up MDR for correction. Following the submission of the initial MDR, it was noted that the incorrect aware date was reported. Aware date updated to 07aug2024.

Event description:
Aware date being corrected.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: three samples were provided to our quality team for investigation. Through visual inspection, small white particles were observed on the device. Given the size of the particles, we were not able to extract them in order to conduct characterization testing to identify the specific composition. A device history review was performed for the reported lot 2302060, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly station has a de-ionizer and vacuum system used to remove any particles inside the barrel. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. The areas where pieces run in manufacturing area are protected to avoid damage on the product and reduce particles from generating. While we cannot identify a direct issue, the particle likely generated during the assembly process due to friction during movement of the device within the manufacturing equipment. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.